Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "system error 110 (pic counts per cam error)" was not reproduced. A review of the event history log revealed "system error 110!" Messages. A simulated therapy was performed and the device delivered accurately and did not alert to any system errors. No loose or damaged components were observed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review but no component issue was found. The io board is a known contributor to system error 110 alarms and therefore the io board will be replaced during repair. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alerted system error 110 (pic counts per cam error ) and stopped mid-infusion. This occurred during patient infusion in the oncology unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.